Event description:
It was reported that during a ptca treatment procedure, a pin hole in the maverick2 monorail balloon catheter was noted. The physician was attempting to access a branch through a previously placed stent. The maverick2 balloon was positioned through the stent when the physician noticed blood coming from the syringe. The catheter was removed without having any inflations of the balloon. Upon removal, the physician noted a pin hole in the balloon. No patient injuries or complications were reported. Patient status is reported as "okay." The outcome of the procedure is unknown.

Manufacturer narrative:
The returned product analysis is not complete as of this data. A supplemental report will be filed when the analysis is complete.